Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster coronary stent graft system, instructions for use, states: note the product use by date specified on the package. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the ostial right coronary artery from the use of an unspecified device. A 4.8 x 26 mm graftmaster was inserted into the anatomy, but could not cross the lesion and was not implanted. It was removed without issue and a 5.0 x 26 mm graftmaster was successfully implanted in the perforation, sealing it without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.